Event description:
The customer reported that they received questionably low results for a total of five patient samples tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. Sample results were higher when repeated on a different c501 analyzer. Of the five samples, one had an erroneous ise chloride result that was reported outside of the laboratory. The customer also mentioned that they started having issues with some patient samples recovering high on the complained analyzer on the previous day and that these were resolved. No specific information was provided for these mentioned samples. The sample initially resulted as 83 mmol/l for ise chloride and this value was reported outside of the laboratory. The sample was repeated on a different c501 module, resulting as 100 mmol/l. The repeat result was believed to be correct and a corrected result was provided to the floor. The patient was not adversely affected. The ise chloride electrode lot number and expiration date were asked for, but not provided. The field service representative determined that there was salt accumulation on the analyzer. He cleaned all salt accumulation. He verified successful mechanical and electrical operation of the analyzer. Calibration and control recovery met laboratory specifications. The customer mentioned that the field service representative replaced the ise sodium cartridges three times before he was able to get the controls within range.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There have been no further issues experienced by the customer after completion of the service activities.